Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(4) registry approximately 24 hours post index procedure the patient experienced an ischemic stroke. The patient is an (B)(6) male who was enrolled in the (B)(4) for carotid stenting. Medical history includes hyperlipidemia and hypertension. The target lesion location was the ostium of the left internal carotid artery (lica). The geometry of the lesion was described as eccentric and ulcerated. An angioguard was deployed distal to the lesion and the lesion was pre-dilated. A precise stent was successfully deployed in the lesion and the stent was post dilated. The angioguard was safely removed from the patient and upon inspection it was noted that there was debris in the filter basket. The procedure was successfully completed. There was no reported injury to the patient. The patient was neurologically intact when taken from the procedure room. Within twenty-four hours post index procedure the patient suffered a neurological event. While the patient was signing his discharge papers a deficit was noticed with his right hand, while writing or holding a spoon. The patient was diagnosed with an ischemic stroke. The onset was gradual and recovery was partial. The event was evaluated and determined to be unrelated to the cordis product and unrelated to the index procedure. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Corrected data: the event date for stroke (ischemic) is (B)(6) 2011 instead of (B)(6) 2011.

Event description:
As reported by the (B)(4) registry, approximately 24 hours post index procedure, the patient experienced a stroke (ischemic). The patient is a (B)(6) male who was enrolled in the (B)(4) study for carotid stenting. Medical history includes hyperlipidemia and hypertension. The target lesion location was the ostium of the left internal carotid artery (lica). The geometry of the lesion was described as eccentric and ulcerated. An angioguard (701814rmc/ lot 71010510) embolic protection device was deployed distal to the lesion and the lesion was pre-dilated. A precise (pc0830rmc/ lot 15316774) stent was successfully deployed in the lesion. The stent was post dilated. The angioguard was safely removed from the patient and upon inspection it was noted that there was debris in the filter basket. The procedure was successfully completed. There was no reported injury to the patient. The patient was neurologically intact when taken from the procedure room. Within twenty-four hours post index procedure, the patient suffered a neurological event. While the patient was signing his discharge papers, a deficit was noticed with his right hand, while writing or holding a spoon. The patient was diagnosed with an ischemic stroke. The onset was gradual. Recovery was partial. The patient was kept an extra day and then discharged to home as there was nothing more that could be done for him. Follow up with physician two weeks post procedure. The event was evaluated and determined to be unrelated to the cordis product and unrelated to the index procedure.